Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2/lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issue with pressing up and down buttons and hurting ability to give insulin. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.